Event description:
Medwatch report uf/importer was received which stated: while taping the endotracheal tube in place outside the pt's mouth, he noted an airway leak. He added more air via syringe to the tube cuff but again noted an airway leak. When he went to examine the pilot balloon (a small, in-line balloon that shows that the cuff/tubing/luer valve system is pressurized) he noticed that it had become disconnected from the cuff tubing. The reporter was contacted for further info regarding the event. He stated that the pilot balloon was severed from the tube approx 6 cm from the end of balloon. The rptr stated that he did not know if the tube was pretested and that the balloon was attached at the beginning of the intubation and then fell off later. The reporter stated that he thinks that the 15mm connector has a sharp edge and due to how the pilot line is pushed against the connector in the package, that it sheared the pilot line. The pt was re-intubated with another 7.0 endotracheal tube.

Manufacturer narrative:
The lot number was provided and the manufacturer will review the lot history records. Return of the tracheostomy tube for failure investigation has been requested; however, at this time it could not be confirmed if the tube was discarded or is still available for failure investigation. No analysis or conclusions can be drawn without the device. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.